Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that in the process of removing the dressing of the right ij cvc, the medial lumen of the cvc snapped into two pieces. The lumen was immediately clamped, no blood loss or visible harm to the patient. The cvc was removed. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that in the process of removing the dressing of the right ij cvc, the medial lumen of the cvc snapped into two pieces. The lumen was immediately clamped, no blood loss or visible harm to the patient. The cvc was removed. No patient injury or consequence.